Event description:
During the patient's battery replacement on (B)(6) 2016, it was reported that the generator was near eos. The lead was broken when they got into the pocket and it was stated it looked like it had been that way for some time. The surgeon did not damage the lead. A full replacement was then performed. The explanted devices have not been received to date.

Event description:
Generator and lead were received for analysis on 05/24/2016. Product analysis for the lead was completed and approved on 06/07/2016. A large portion of the lead assembly (body); including the connector pin / boot section with model and serial number tag was not returned; therefore it was not possible to verify the model and serial number during this analysis and a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer and one inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since a large portion of the lead assembly (body); including the connector pin / boot section with model and serial number tag was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis for the generator was completed and approved on 06/13/2016. The vns programming history database shows the last known diagnostic test was performed on (B)(6) 2012 with an impedance value of 3279 ohms (implant (B)(6) 2012 / explant (B)(6) 2016). A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.